Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump started alarming during infusion with the error message no disposable pump won't run. The patient was unable to stop the alarm. Hospital staff attached the cassette to a different pump and the same alarm occurred with the same error message. The infusion started with no issues. The alarm began approximately thirty-six hours into a forty-six hour infusion. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: device expiration date: 21-jun-2026. H4: correction: device manufacturing date: 08-jul-2021.